Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported observing glistenings on the intraocular lens platform. Additional info has been requested.